Manufacturer narrative:
Product analysis: visual and optical examination identified that the upper prong at the tip of the inserter has been sheared off. Visual analysis of the fracture indicates bend stress overload. The tip was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l5-s1 due to l3-l5 stenosis. Intra-op, the metal wing on the tip of the inserter broke-off and was left attached to the implant. The broken fragment of the instrument remained inside the patient; however, no patient complications have been reported.